Manufacturer narrative:
The device has not been received by cameron health's quality laboratory. Once received, a f/u report will be submitted upon completion of device eval. A review of the device history record was conducted. There were no issues identified that would have contributed to this event.

Event description:
Cameron health received info that (B)(6) after implant, this device was explanted. It was reported that the pt presented to the clinic for f/u visit after beeping tones were heard. When a connection was established with the device, a battery depletion (bd) error code appeared on the programmer, indicating the battery's elective replacement indicator (eri) status was observed. There were no adverse pt effects reported as a result of the explant procedure. The device will be returned to cameron health for eval. The electrode remains implanted.